Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was not returned due to hospital policy.